Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, when the flextome¿ balloon was inflated several times, it was noted that the balloon catheter part ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.